Event description:
It was reported that the power module had a red battery alarm, despite already having replaced the internal battery.

Manufacturer narrative:
No additional information has been provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power module activating a red battery alarm despite replacing the backup battery was not able to be reproduced. The power module serial number (B)(6) was returned and evaluated at service depot, pleasanton. The 12v sla backup battery returned with the power module was identified with serial number (B)(6), manufacturing date 8mar2019 and expiration date 28feb2022 (expired at the time of the event). The battery was connected to the power module and when the power cord was connected, the power module activated the red battery indicator. The returned battery was replaced with a test battery and the power module powered up as intended. A specific root cause for the reported event was not able to be determined. The expired battery returned with the power module was replaced, the device was functionally tested and passed all test steps. The power module is ready for use and will be returned to the customer. The battery was returned to ppe group and further testing confirmed that the battery was not able to be charged when installed into a test power module. The test power module activated red battery and yellow wrench alarms. The investigation was unable to identify the specific root cause for the battery not being able to charge. The device history records were reviewed for the power module (serial #: (B)(6)) and the power module was found to pass all manufacturing and quality assurance specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Power module precautions and backup power usage are documented in the heartmate power module instructions for use (IFU). According to the heartmate power module IFU, the pm¿s internal backup battery is rechargeable. However, it has a limited lifespan. It will be replaced during annual pm service/maintenance service for the pm (at least once a year). No further information was provided. The manufacturer is closing the file on this event.